Event description:
It was reported that the ilet indicated persistent high glucose for approximately six hours, and a confirmatory fingerstick measured 375 mg/dl; the user felt ¿loopy,¿ had eaten a modest lunch earlier, did not typically announce meals, and was advised to perform a full supply change and check ketones, with ketone education provided. Symptoms included hyperglycemia and feeling cognitively foggy. Outcomes included remote troubleshooting and education without the need for emergency care. Investigation included product-use troubleshooting and user education focused on ketone assessment, infusion set and supply replacement, and reinforcement of meal announcement practices. Investigation of this case revealed no device malfunction reported and suggested potential user-related factors such as unannounced carbohydrate intake or infusion issue as contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.